Event description:
The customer reported that the ventilator alarmed and shut down and did not switch over to the backup battery in use on the device. The customer reported the hospital had power issues in the building the day of the reported problem. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer verified the ventilator would not operate on backup battery power. Review of the device diagnostic code log indicated a +-24/12 volt power failure occurence during operation, as well as several occurrences of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service engineer replaced the backup battery to address the findings. Performance verification testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.